Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure it was observed that while using velys satellite station device, the user tensioned and adjusted the femoral position of the femoral reference point (which was ok), a distal femur resection and the anterior femoral resection were performed. While trying to perform the posterior resections the device had unusual movement. The posterior resections were much too large (too much bone to resect), and the surgeon did not trust. The surgeon went back to the anterior resection and at that time the velys saw device was a few mm above the already resected anterior part of the femur. The surgeon checked the femoral reference point (posterior tibial pin with the centered point on the pin head). With the pointer on the femur reference point the surgeon found a difference of a few mm. The surgeon tried to find back the right reference point but it was not possible. The user converted to using manual instruments to complete the procedure. There was a seven minute delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: during further follow up the reporter stated the following below: please confirm how much cut was off? Less than 3mm or grater than 3mm? The difference was around 5mm in our estimation. Is robot mounted to the bed? Yes.